Event description:
Patient had catheter for some time. At the end of therapy, nurse removed the catheter. Catheter was pulled back five inches then it broke, leaving approximately 12 inches in the pt. All remaining catheter was removed via surgical intervention. Pt is fine. It was noticed that catheter had been trimmed.